Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. Error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked reservoir tube lip, reservoir tube, reservoir tube window, case window display and scratched lcd window.

Event description:
The customer called to report a motor error alarm during normal use. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI scan. The customer also stated that the drive support cap appeared to be uneven. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.